Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of pump thrombosis and outflow graft obstruction could not be confirmed based on the provided information. Additionally, review of the submitted log file revealed no notable increases in pump power or flow. A specific cause for these reported events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established. Review of the submitted log file revealed no notable pump events or alarms. Additionally, no notable increases in pump power or flow were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters, including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported events of pump thrombosis and outflow graft obstruction. Additionally, review of the submitted log file revealed no notable increases in pump power or flow. A specific cause for these reported events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established. It was reported that the patient was admitted to an outside hospital with an international normalized ratio of 13. The patient was treated with intravenous vitamin k and was subsequently found to have a power and flow increase as well as an increase in ldh. There was reportedly a concern for worsening pump thrombosis/outflow graft obstruction. Review of the submitted log file revealed no notable pump events or alarms. Additionally, no notable increases in pump power or flow were captured. The pump appeared to function as intended at the set speed. Vad-58718 was returned assembled with the driveline severed approximately 1.5" from pump housing. A distal portion of the driveline was also returned, measuring approximately 7.5". The remaining distal portion of the driveline was not returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The apical sewing ring was returned secured to inlet extension via zip tie. The outflow graft and outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump's outlet port. A bend relief collar was present and secured with green suture. The outflow graft and outflow graft bend relief were returned severed approximately 1" from the hardware. Two additional portions of the graft were returned, measuring approximately 2" and 4". Inspection of the returned portions of graft could not confirm the report of an outflow graft obstruction. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Following cleaning of the pump, microscopic examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data showed normal pump power consumption and pressure values that were within the manufacturing specification. The pump operated as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters, including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump was returned on (B)(6) 2026 indicating explant.

Event description:
It was reported that the patient was admitted to an outside hospital (osh) with international normalized ratio (inr) of 13. The patient received intravenous vitamin k and subsequently found to have power/flow increase with increase lactate dehydrogenase (ldh). There were concerns for worsening pump thrombosis and outflow graft (ofg) obstruction. Log files were sent for review. The data that was reviewed did not contain attributes which would lead tech services to suspect the presence of thrombus within the motor chamber; however, that did not mean that thrombus was not present in the circulatory loop.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.